Event description:
It was reported that stent moved on balloon. The target lesions were located in the moderately calcified and mildly tortuous atrioventricular groove and posterior descending artery of right coronary artery (rca). After pre-dilatation was performed, a 24x2.50mm promus premier¿ stent was advanced to treat the lesion. However, the device was unable cross the lesion. Additional dilatations were performed thrice but still the device failed to cross. Despite using a non-bsc catheter, the device still failed to cross the lesion. The physician removed the device from the patient and it was noted that the stent was found slightly moved. The procedure was completed with a 2.25mm non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).